Manufacturer narrative:
The reported device was not returned to manfucturer. Without return of the explanted device the reported clinical observation could not be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 3000tfx 27mm bioprosthetic aortic valve used in the pulmonary position, implanted eight (8) years, seven (7) months, two (2) days, was explanted due to moderate pulmonary regurgitation. The explanted device was replaced with a 3300tfx 29mm. The patient is (B)(6) and has a history of tetralogy of fallot. The patient was noted in stable condition. Attempts to obtain explanted device were unsuccessful.